Event description:
Centrifuge #1 for processing patient blood specimens reportedly "came undone" during use, at 4500 rpm, sending the front panel of the module and pieces of the centrifuge flying, up to approximately 5 feet from the centrifuge. At the time, there was a loud bang followed by a continuous rolling and crashing that lasted for approximately 5-10 seconds. There was a hissing sound and a puff of smoke and an odd odor present. There was no warning, no out of the ordinary sounds or motions emanating from the centrifuge prior to this event. There were seven (7) patient samples in the centrifuge that could not be retrieved. The manufacturer helped in finding the identification of those samples so care providers could be notified to redraw and resend blood specimens. Six (6) employees were subsequently seen in the emergency department of this facility reportedly related to exposure to a loud noise, inhalation of an unidentified substance and potential for blood exposure as the centrifuge was processing patient blood specimens at time of failure. Department of safety, department of security, and the manufacturer were notified and responded. Centrifuge #2 was also shut down, as precaution, until rotors and buckets were replaced. Centrifuge #2 is expected to be operational by tomorrow and centrifuge #1 is to be replaced by the day after. The damaged centrifuge has been sent to the company for analysis.====================== manufacturer response for centrifuge malfunction, (brand not provided)======================did not receive anything in writing as to the cause until they have time to investigate and analyze it.